Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the cartridge o-ring and pneumatic tap. Despite initial difficulties, the customer eventually managed to load the cartridge successfully without further assistance and resumed insulin delivery.